Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The mother states the keypad was unresponsive, and the scrolling feature would shoot all the way to 600mg/dl in the manual bolus menu. The customer's blood glucose at the time was 575mg/dl. The customer treated the high with manual injection. The mother states the customer may have wet the pump while they were in the pool. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.